Event description:
It was reported the gastrointestinal videoscope had adhesion of histoacryl inside the forceps mouth. The issue occurred during an unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Additionally, there was no physical deformation found at the location. A definitive root cause cannot be determined. Reprocessing was confirmed to be practiced in accordance with IFU. Olympus will continue to monitor field performance for this device.